Event description:
Pt underwent an axillofemoral vascular bypass procedure on 06/2004. Procedure was performed in emergency. Two weeks post operatively, it was also reported that a perigraft fluid collection was evidenced by CT scans. Since fluid collection was persistent, drainage was performed to evacuate it. It was also reported, a suture line dehiscence. Graft remained however implanted.